Event description:
A male pt who had previously undergone zenith device placement, underwent a secondary repair in 2009. Despite the pt's calcified and tortuous anatomy, as well as being outside the zenith "instructions for use" (due to a short funnel shaped proximal neck), initially received a zenith main body, two zenith iliac legs and a zenith main body extension without reported incident. Overtime, he had developed a type I endoleak from the site of proximal fixation. The physician placed a zenith renu cuff in an attempt to resolve the leak. Unfortunately, resolution was not achieved and the pt is scheduled to undergo open repair at a later date. The endoleak was not resolved.

Manufacturer narrative:
Event evaluation: still under investigation.